Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded at the right cornu is an essure coil") in a 53 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid, pelvic pain female, device migration, heavy periods, hypertension, hypercholesterolemia, ectopic pregnancy, parity 4, joint swelling, back pain, abdominal pain, hot flashes and salpingectomy partial. The patient had a family history of cancer and heart disease, unspecified. Concomitant products included rosuvastatin, ondansetron, losartan and acetaminophen (paracetamol). On (B)(6) 2005, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation ("migration of essure device"). The patient was treated with surgery (total laparoscopic hysterectomy & left salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and embedded device to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: a. Uterus, corpus and cervix, hysterectomy: cervix: negative for hpv effect or dysplasia. Fundus: florid adenomyosis. Numerous benign leiomyomata. Atrophic endometrium. Negative for hyperplasia or malignancy. Left fallopian tube, salpingectomy: benign paratubal cyst. Comment: the leiomyomata in this case are unusual in that there are stroma-appearing areas intermixed. It is their impression that these are benign variants of leiomyomata. Microscopic description: gross description: embedded at the right cornu is an essure coil. Detached fallopian tube length: 3.3 cm; diameter 0.5 cm fimbriated: yes, the serosa is hemorrhagic and ragged [ultrasound scan vagina] on (B)(6) 2022: the endometrium measures mm. Linear echogenic structure is present within the endometrial cavity. This may represent the fallopian tube occlusion device migrated into the uterine cavity. The distal portion is difficult to visualize and could be extending into the uterine cornua. Uterus measures 6.6 3.7 4.4 cm. Impression: linear echogenic structure within the endometrial cavity, likely the reported displaced fallopian tube occlusive device... Limited by bowel gas, with limited visualization of the left ovary. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with event device migration & device embedded. Lab data, medical history & concomitant drugs are added. Patient, reporter & product information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53-year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2022, 6269 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 53 year-old female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2022, 6269 days after essure (ess205) insertion, she underwent medical device removal (seriousness criterion intervention required). Essure (ess205) was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.